Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that patient went to the emergency room because they were bleeding.  Patient stated they felt they needed an adjustment or something as they has been voiding more than yesterday.  Patient stated one time this morning they had a little discomfort and knew they needed to go. Patient stated they then used a catheter at that time. Patient has been advised to contact the clinician with health concerns.  No further complications were reported/anticipated at this time.